Event description:
Patient presented in-clinic after receiving inappropriate therapy due to oversensing. Interrogation showed that the device had unexpectedly reached eri. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed via longevity calculations. The device was tested on the bench and on our automated testing equipment and no high current drain sources were detected. The battery was returned to the manufacturer for further analysis. No anomalies were found that would cause battery depletion. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.